Event description:
The patients guardian device reached eos prematurely. Eos was reached 4.7 years after activation. Eos is expected to be at 6 years. The patient will decide whether or not to have the device replaced. The patient and the doctor are aware of this issue.